Event description:
The user did not have good benefit with the device since implantation and after a few months he felt irritated when scratching his head over the implant site. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user did not have good benefit with the device right after implantation. After a few months he started scratching his head over the implant site and it was irritating. Re-implantation is being considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. In addition in situ measurements show affected channels likely due to a damage to the active electrode caused by excessive mechanical stress. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. In addition, device investigation revealed damage to the active electrode by excessive mechanical stress causing overload fractures. This is a final report.

Event description:
The user did not have good benefit with the device right after implantation. After a few months he started scratching his head over the implant site and it was irritated.the user was re-implanted.